Manufacturer narrative:
(B)(4). A date of the event could not be obtained. Endeavors to receive more information regarding the material numbers, batches as well as samples and/or photos are ongoing. As soon as our investigaton is completed, a supplemental report will be filed.

Event description:
The customer reported aspiration errors and spurious results on their cobas pro analyzer with vacuette® cat serum separator clot activator tubes. The customer reported the presence of unidentified droplet particles floating in the upper portion of the specimen tubes. The droplets are seen on the roche cobas pro via a camera system. The customer advised the tubes clotted for 30 minutes prior to centrifugation and centrifuged at 3500 rpm for 10 minutes. The customer reported spurious results experienced on their ise tests. Aspiration errors occurred on tubes filled completely with an average frequency of ten per day. The customer reported a decrease in frequency in spurious results after changing their centrifuge, but the aspiration error frequency remained continued. The customer reported other laboratory locations in their network use a cobas 6000 analyzer with predominately plasma separator tubes. The customer reported these locations are not experiencing aspiration errors and spurious results with the cobas 6000.

Manufacturer narrative:
Received 5pcs of 456073p/b23033t8 and 1pc of 454067p/b221233x, which were tubes customer had on hand during an onsite visit conducted by gbo personnel. Received observation report from the onsite visit performed on august 15-16, 2023. Customer could not confirm with which material(s)/batch(es) they experienced claimed issues. Customer reported issues also occurring with competitor tubes. The cause of the event cannot be determined. Corrected data: h6 type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.